Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within approximately two weeks of the implant procedure, the patient presented with "bleeding in chest cavity". It was further reported that the right ventricular (rv) lead had dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.